Event description:
A patient reported that after undergoing bilateral cataract surgery with implantation of the crystalens intraocular lenses (iols), he began experiencing glare in both eyes. The surgeries were performed approximately one year ago. The patient describes the nighttime glare as significant. The patient is currently under the care of his physician and information has been requested. At this time, the association between the event and the iol is not known.

Manufacturer narrative:
The iol information for the fellow eye (right eye) is as follows: serial #: (B)(4). The crystalens iol for the fellow eye (right eye) was implanted on (B)(6) 2006. The iols remain implanted in the patient and are therefore, unavailable for evaluation. A review of the device history records revealed no discrepancies or unusual findings. (B)(4).